Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: before use, hospital staff asked local staff to repair this c1 as the leak test was ng after repeated attempts. Local staff intend to repair this c1. No patient involvement.